Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and skin irritation at the infusion set insertion site. The blood glucose reading was 479 mg/dl on the afternoon of the call, and at the time of the call, the blood glucose reading was 450 mg/dl. The customer treated with a manual injection and changed her infusion set. She declined troubleshooting for high blood glucose since she stated that she would be seeing her doctor regarding the skin irritation and did not want to change her infusion set. She described the insertion site on her skin as a raised, red spot with a hard knob on it. Nothing further reported.